Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir had air bubbles. The customer's blood glucose was 9 mmol/l at the time of incident. The customer was unable to push the air bubbles back into the vial. The size of air bubbles were of champagne size and some were big like a suction. Troubleshooting was performed and the device will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir and transfer guard, performed pre-fill reservoir test. Found transfer guard needle loose. Unable to performed pre-fill test. Evaluated four open and used reservoirs. Performed pre-fill reservoirs test. Found no air bubbles anomaly during analysis. Checked o-rings or stopper groove for defects and none was found. Conclusion: no air bubbles. Evaluated one open and used reservoir barrel only. Performed a visual inspection using ; found snap-cap,septum and transfer guard missing from reservoir¿s barrel. Unable to performed pre-fill test.